Event description:
Affiliate reported that a leakage was noticed at the drain behind patients head. It came a part. The device was replaced with a new unit.

Manufacturer narrative:
It has been communicated that the device and the devices lot number are not available for evaluation. If at some point the device or the lot number becomes available, this complaint will be reopened, evaluated, and a follow-up report will be filled. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.